Event description:
Edwards received notification from italy that a patient with a valve model 11500a25 implanted in the pulmonic position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years and three (3) months for unknown reasons. Another bioprosthetic transcatheter valve was successfully implanted within the surgical device.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as 2018. Thus, (B)(6) 2018 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an inspiris resilia valve model 11500a25 implanted in the pulmonic position underwent a valve-in- valve after an implant duration of approximately six (6) years and three (3) months due to calcification leading to stenosis. The patient presented with dyspnea prior to the intervention. A 26mm transcatheter valve was successfully implanted within the surgical device. As reported, the procedure was successful. The patient remained stable and was discharged in good condition after the procedure.

Manufacturer narrative:
Updated, corrected or additional information: b5, b7, e1 and h6 (component code, clinical code, device code, investigation findings and investigation conclusions). H11: additional manufacturer narrative. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. A device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, no medical records or images were provided. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely cause is patient factors, including tetralogy of fallot. There is no evidence to suggest an edwards manufacturing defect.